Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed during rewind due to corroded motor home switch. Device passed the self test however, unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed error. No unexpected battery failed alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an multiple pump error and they found no motor movement or negligible movement. Customer¿s blood glucose was 160 mg/dl. Customer stated that the they were able to clear the alarm. Customer states they are not able to rewind the pump. The insulin pump will return for the analysis.